Event description:
Device evaluation: the distal part of the stent was over the distal marker so the profile was measured close to the marker and it was 2.08 mm. The crossing profile on the dislodged proximal end was measured 2.33mm (spec is 2.16mm) and in the middle was 2.15mm . The balloon was analyzed using a microscope, and the heat setting marks were clearly recognized close to the markerbands.

Event description:
An attempt was made to use a scuba co-cr stent to treat a lesion in the left iliac artery. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. No resistance was noted when advancing the device onto the guide wire, through the haemostatic valve or advancing the device to/across the target lesion. However, it was reported that, during delivery it was found that the stent was loosened on the device, the stent was removed and the procedure was completed successfully with another device. No patient complication was reported.

Manufacturer narrative:
Evaluation results and conclusion: (based on the information available no root cause can be determined). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.